Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death is listed in the supera instructions for use as a known patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. Date of implant - estimate. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: a real-world experience with the supera interwoven nitinol stent in femoropopliteal arteries: midterm, patency results and failure analysis. [(B)(4)].

Event description:
This case was captured based on a literature review. It was reported through a research article that supera self expanding stents may be related to death. Details are listed in the attached article, titled: "a real-world experience with the supera interwoven nitinol stent in femoropopliteal arteries: midterm, patency results and failure analysis".